Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set over infused while being used with a bag of potassium chloride, clearlink system continu-flo solution set and normal saline. It was further reported that the bag was found empty long before the programmed infusion was set to complete. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing including under water pressure testing was performed and no leak or blockage was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.